Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer 4.1 had failed. The drawer would not register as closed. The solenoid spring was found to be broken, and the latch would not fully lock in place. The field service engineer (fse) replaced the spring. After replacement, the fse was unable to recreate any errors or failures in either the main or test application. The customer recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, whole drawer 4.1 was failing. The user attempted to recover the drawer and open the back panel, and checked remote smart service (rss), which confirmed that the device was currently online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported baseod n this event.